Event description:
It was reported that during use of the cleo® 90 infusion set the customer's blood glucose levels reached mid-400's due to kinked cannula. The blood glucose levels have since been rectified after administering a correction bolus.